Manufacturer narrative:
(B)(4).

Event description:
The patient experienced inappropriate therapies. During revision proximal lead insulation damage was noted. The lead was explanted and replaced. The patient is in stable condition following the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. On the connector piece (a), one lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted on is1 connector leg. On the distal piece (b), two internal insulation abrasions breaching right ventricular (rv) cable's lumens were noted proximal to rv shock coil. Both rv cables coatings were abraded in one abrasion region. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages on these two pieces were consistent with those occurring at time of explant.